Event description:
It was reported that during a revers total shoulder arthroplasty the size 5 broach chipped off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device (size 5 broach). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event is confirmed. The visual evaluation of the ar-9510-05mdm, batch 111970 revealed that the half of the snap-in edge is worn (see evaluation pictures 2 - 4). The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage.